Event description:
It was reported that the stent moved on the balloon. The patient was presented with atherosclerosis. A 20 x 3.50 mm promus elite mr drug-eluting stent was selected for percutaneous coronary intervention (pci). During procedure, the stent came loose from the balloon. The procedure successfully completed with another stent and no patient complications reported.